Event description:
It was reported that the rigid videoscope failed the leak test. The issue occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: minor scratches on distal edge and cracks on side of video connector. Based on the results of the investigation, no problem detected either it was not confirmed that there was a problem with the device, or it was confirmed that there was no problem with the device. Also, for the minor scratches on distal edge and cracks on side of video connector, the cause were could not established. ¿ olympus will continue to monitor field performance for this device.

Event description:
It was reported that the rigid videoscope failed the leak test. The issue occurred during reprocessing. There were no reports of patient involvement.